Manufacturer narrative:
The device was returned to olmypus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the image connector was found with damage on the contact pin, there was damage on the rear panel, and the front panel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite ii video system center had a rear panel connector issue. There were no reports of patient or user harm associated with this event. The device was returned to olmypus for a device evaluation and found due to poor contact the light intensity of normal light does not meet the standard value. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected field: d4 (UDI) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that light intensity of normal light does not meet the standard value due to connection failure with light-emitting diode unit (led). Olympus will continue to monitor field performance for this device.